Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited intermittent high out of range pacing impedances on the right atrial (ra) channel. A non-boston scientific lead was involved as the ra lead. Technical services (ts) analyzed device data. It was noted that the physician will continue to monitor the patient as impedances were within normal limits at most recent check. No adverse patient effects were reported. Currently, this device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited intermittent high out of range pacing impedances on the right atrial (ra) channel. A non-boston scientific lead was involved as the ra lead. Technical services (ts) analyzed device data. It was noted that the physician will continue to monitor the patient as impedances were within normal limits at most recent check. No adverse patient effects were reported. Currently, this device remains in service.